Manufacturer narrative:
On an unreported date, the patient was hospitalized for the peritonitis (previously not reported). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was reported as the ¿bag was wet¿ though the bag did not have a leak; since no leak was observed no malfunction could be confirmed, therefore, the cause of the event was assessed as unknown. It was not reported if the patient was hospitalized for the event. The treatment details, action taken with physioneal therapy, and patient outcome were not reported. No additional information is available.